Event description:
It was reported that the collet would not hold pins due to the coating being worn off the large collet. This was found during a routine maintenance visit. There was no report of any procedure delays and no report of any pt involvement.

Manufacturer narrative:
The pins were sticking due to wearing (flaking) of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. The investigation of the root case is ongoing. This report will be updated when the investigation concludes.